Event description:
After removing tourniquet patient in the operating room, skin noted as warm, dry blanchable. When skin assessment completed with post anesthesia care unit, registered nurse to right lower extremity, patient had circumferential swelling noted to right thigh/tourniquet site with redness and blanchable. Dr. (B)(6) notified.